Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400479028. Four (4) photos were provided for evaluation. Upon visual inspection, the pictures showed a bevel shaped hole in the tubing at the base of the green connector. A one-year historical review was performed for batch 0061703853, and it was noted that there have been no additional reports of this nature. Also, a review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Based on the data from our investigation, the exact root cause of the reported defect could not be determined at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that blood was leaking around the green connector. No injury reported.